Event description:
Catheter was placed in 2003 and explanted. The catheter broke 2 cm from the wing, the tip stayed in place in the arm and then was removed by cut down. The portion that was removed will not be returned for evaluaiton. No pt injury.